Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, the scope is described as the cause, so it is presumed that b30 was displayed due to the effect of the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported they were unsure if the error occurred with olympus 180 or 190 series scopes. Tac recommended the customer check the scope in all three light sources. When checked on the three light sources, the scope displayed the same error message so the issue was determined to be the scope. The customer planned to send the scope in for repair. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that b30 scope communication errors occurred when the xenon light source was being used in combination with the colonovideoscope. The issue was found during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm. Related patient identifier: (B)(6).